Event description:
During a coronary stent procedure involving a calcified and 100% stenotic lesion in the very tortuous rca, the stent dislodged at the sheath. The sheath was placed in the right femoral artery. The physician encountered difficulty, due to vessel tortuosity, crossing the lesion. The guide catheter and express2 were removed as one. Upon removal, it was noted that the stent had dislodged. The stent was located at the tip of sheath under fluoroscopy and was removed with a snare. Pt status is listed as "good".